Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with reservoir leak. The customer's blood glucose level at the time of incident was 189mg/dl. The customer states the leak is at the o-ring coming of the reservoir. The customer states insulin was visible in the reservoir compartment. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir and the second o-ring was out of the groove.